Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. In this case, the exact cause of the stenosis and worsening pvl could not be determined. In addition to the mechanisms described above, patient factors and co-morbidities (pre-existing valvular disease process, ckd resulting in elevated calcium levels) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately five years post deployment of a 26mm sapien valve in the aortic position, the patient was found to have symptomatic severe aortic stenosis and severe paravalvular (pvl). A 23mm sapien 3 valve was implanted with the existing 26mm sapien valve (+3cc of volume were added) which resulted in the complete resolution of the pvl and stenosis. The patient was noted to have left the procedure in stable condition. Additional information provided by the hospital medical records indicated that five days post implant of the sapien valve the tte had shown a mean gradient of 15mmhg, peak gradient of 29.8mmhg, ava of 1.1cm², no central ai and no pvl. Five years post valve implant, however, the patient had presented to the ER with a few days of progressive shortness of breath, worse with ambulation. On arrival she was hypoxemic and was placed on bibap. Echo taken during the admission showed abnormal tavr hemodynamics: elevated prosthetic valve gradient with mild valvular/paravalvular insufficiency, a mean gradient of 28mmhg, a peak gradient of 55.7mmhg and an ava of 0.7cm².